Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were found.

Event description:
The customer reported to baxter corporate product surveillance of a clearlink secondary medication set that was experiencing a no flow during patient use. The customer would hook up the secondary set and change the bag height but they could not get flow. This secondary set was being used in conjunction with a continu-flo solution set . The customer was using the sets with a sigma spectrum pump. There was no patient injury or medical intervention associated with this report. No additional information was provided.